Event description:
Hcp reports patient presented to the outpatient clinic with "pain and withdrawal symptoms." While interrogating the pump, a memory error occurred and the pump was halted accordingly. Then all variables were set to zero, however it still showed the correct pump model and calibration constant. The pump was reactivated by programming all variables again. A follow up report will be sent when additioanl information is available.